Event description:
It was reported that the client had an inquiry about a about a loop record bradycardia/pause episode. She was trying to determine if the patient needed a pacemaker. The episode was printed from programmer and was not viewable yet on the website, showed bradycardia/pause episode with marker channels; however the electrocardiogram (ECG) did not display any r-wave activity. The clinician asked why. Older episodes showed undersensing at times. Technical services (ts) could not verify the episode that she was viewing and recommended she send a save to disk or have the patient do a full manual transmission so the episode would be available for review on the website. It was noted that the device appeared to be working a programmed. Further investigation is being conducted to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).